Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose in the 40 mg/dl range at the time of the incident. The customer was at 99 mg/dl at the time of the call. The customer was given dextrose to treat. The customer experienced symptoms such as an altered mental state or a possible seizure. The customer was wearing the insulin pump during the incident. The caller alleged that the pump was over delivering as the customer kept going low. Troubleshooting was not completed as the call was disconnected. The insulin pump will not be returned for analysis.